Manufacturer narrative:
Since no lot number was provided, no device history record review could be performed. Concomitant bwi products used during the procedure: stockert rf generator: model #:m-5463-01, serial #: (B)(4); generic - webster hexapolar fixed catheter (device was discarded by the customer/ not returned for investigation): model #: unknown, lot #.: unknown. The customer stated that hardware error 9 intermittently appeared on the stockert generator during the procedure. The stockert generator ablation setting was 60 degrees celsius and 50 watts. The appearance of the error message is not indicative of a reportable event. (B)(4).

Event description:
It was reported that following an avnrt ablation procedure, during recovery the patient's blood pressure dropped and became diaphoretic as well as having shortness of breath. The patient was brought back to the ep lab and a transthoracic echo revealed pericardial effusion. The physician immediately performed a pericardiocentesis to remove the fluid and the patient stabilized. The patient was transported to cicu and was scheduled to be discharged the same day as stated when the complaint was reported. Multiple attempts were done to request for further details of the event and the patient's updated health status, however no additional information has been provided.